Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow alarm, afterwards no flow error in an arctic sun device. Per review of wo on (B)(6) 2025, device used on patient. Patient switched to different device, no impact reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a broken flow meter. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) 02 low flow, (arctic sun 5000) 41 low internal flow. After replacing the flow sensor, the device passed its functional test, calibration and electrical safety test. This device meets all criteria. Broken pressure sensor in the manifold assembly. Pressure sensor in manifold assembly was replaced. The device passed its functional test, calibration and electrical safety test. This device meets all criteria. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, on additional actions can be taken. Correction: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow alarm, afterwards no flow error in an arctic sun device. Per review of wo on 06oct2025, device used on patient. Patient switched to different device, no impact reported. Per sample evaluation results received via task on 18nov2025, it was reported that the pressure transducer being broken in the manifold assembly. Per (B)(4), broken pressure sensor (manifold assembly).